Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the load set and shut door alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was alarming door open and had cosmetic damages. When the pump was returned to mmdg for evaluation the load set and shut door alarms failed. They did not alarm as expected. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. The alarm failures were discovered at mmdg. (B)(4).